Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and inguinal hernia repair ("laparo inguinal hernia repair") in a 47-year-old female patient who had essure (batch no. 916880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine leiomyoma. Concurrent conditions included obesity, right inguinal hernia, dysfunctional uterine bleeding, d & c, paraesthesia, vaginal irritation, muscle weakness, muscle pain, joint pain, mood swings, irritability, sleep disorder, crying abnormal, rash, fibrosis and anesthesia. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraine"), alopecia ("hair loss"), weight increased ("weight gain"), menstruation irregular ("hormonal changes describe: irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), corrective lens user ("vision/eye problems type: 20/20 all my life - now need glasses") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), inguinal hernia repair (seriousness criterion medically significant), allergy to metals ("nickel allergy"), neuralgia ("burning sensation in nerve"), back pain ("lower back pain"), pain in extremity ("legs and feet pain"), abdominal pain upper ("stomach pain") and restless legs syndrome ("restless legs"). The patient was treated with surgery ((B)(6) 2016- hysterectomy with bilateral salpingo-oopherectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, inguinal hernia repair, weight increased, allergy to metals, menorrhagia, headache, corrective lens user, neuralgia, back pain, pain in extremity, abdominal pain upper and restless legs syndrome outcome was unknown, the migraine, alopecia, vaginal haemorrhage and dysmenorrhoea had resolved, the menstruation irregular had not resolved and the fatigue was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, corrective lens user, dysmenorrhoea, fatigue, genital haemorrhage, headache, inguinal hernia repair, menorrhagia, menstruation irregular, migraine, neuralgia, pain in extremity, pelvic pain, restless legs syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 175 lbs essure placement in the left fallopian tube 3 coil and right tube 2 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, pelvic pain, allergy to metals, migraine, weight increased, alopecia . Most recent follow-up information incorporated above includes: on 20-jun-2018: from pfs events " irregular periods, abnormal bleeding (vaginal, menorrhagia), headaches, dysmenorrhea (cramping), laparo inguinal hernia repair, vision/eye problems type: 20/20 all my life - now need glasses, fatigue, weight gain, burning sensation in nerve, lower back pain, legs and feet pain, stomach pain, restless legs" are added. Lot number added. Patients, reporter and product information are added. Historical and concomitant condition are added from medical record. Lab data added. Outcome of events " abnormal bleeding, migraines, hair loss, dysmenorrhea" are recovered and for fatigue its recovering and hormonal changes its not recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and inguinal hernia repair ("laparo inguinal hernia repair") in a 47-year-old female patient who had essure (batch no. 916880-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine leiomyoma. Concurrent conditions included obesity, right inguinal hernia, dysfunctional uterine bleeding, d & c, paraesthesia, vaginal irritation, muscle weakness, muscle pain, joint pain, mood swings, irritability, sleep disorder, crying abnormal, rash, fibrosis and anesthesia. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraine"), alopecia ("hair loss"), weight increased ("weight gain"), menstruation irregular ("hormonal changes describe: irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), corrective lens user ("vision/eye problems type: 20/20 all my life - now need glasses") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), inguinal hernia repair (seriousness criterion medically significant), allergy to metals ("nickel allergy"), neuralgia ("burning sensation in nerve"), back pain ("lower back pain"), pain in extremity ("legs and feet pain"), abdominal pain upper ("stomach pain") and restless legs syndrome ("restless legs"). The patient was treated with surgery ((B)(6)2016- hysterectomy with bilateral salpingo-oopherectomy) and surgery (ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, inguinal hernia repair, weight increased, allergy to metals, menorrhagia, headache, corrective lens user, neuralgia, back pain, pain in extremity, abdominal pain upper and restless legs syndrome outcome was unknown, the migraine, alopecia, vaginal haemorrhage and dysmenorrhoea had resolved, the menstruation irregular had not resolved and the fatigue was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, corrective lens user, dysmenorrhoea, fatigue, genital haemorrhage, headache, inguinal hernia repair, menorrhagia, menstruation irregular, migraine, neuralgia, pain in extremity, pelvic pain, restless legs syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 175 lbs essure placement in the left fallopian tube 3 coil and right tube 2 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, pelvic pain, allergy to metals, migraine, weight increased, alopecia most recent follow-up information incorporated above includes: on 17-aug-2018: update of information (batch is invalid) incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine"), alopecia ("hair loss"), weight increased ("weight gain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, alopecia, weight increased and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.